Event description:
On (B)(4) 2013 clinic notes from a vns treating physician were received. Review of the clinic notes dated (B)(6) 2013 indicated that the patient has had an increase in seizures at work. Rarely was the magnet swiped over the vns. The ifi indicator on the vns was observed and the patient¿s settings were noted to be output=2.25ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=1.1min/magnet pulse output=2.50ma/magnet on time=60sec/magnet pulse width=500usec. The patient underwent an MRI on (B)(6) 2013 and in the (B)(6) 2013 clinic notes, the patient was interrogated and was at settings of output=0ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=1.1min/magnet output=0ma/magnet on time=60sec/magnet pulse width=500usec/neos=yes. The patient was likely disabled due to the MRI being performed on (B)(6) 2013. The patient was noted to have obstructive sleep apnea. The clinic notes again mention that the patient has been having more frequent spells. It was stated that the events are more or less stereotypical; her head would drop and she would not respond for a few seconds. The patient was referred for battery replacement due to the generator at near end of service. The patient underwent generator replacement on (B)(6) 2013 and also had a brain tumor resected that same day. The explanted generator was returned for product analysis on (B)(4) 2013; product analysis is still underway and has not yet been completed. Good faith attempts for further information from the physician have been made but no additional information has been received to date.

Event description:
On (B)(4) 2013 product analysis was completed on the explanted generator. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. An end-of-service warning message was verified in the pa lab and found to be associated with the pulsedisabled by the pulse generator. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 2.007 volts, indicating an n eos condition. However, during a diagnostic test attempt, the voltage dropped to 1.888 volts, which shows that the battery is depleted when the device attempts to enter a functional mode. With the exception for capacitor c4 out of specification, the post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. This is not expected to have an adverse effect on battery longevity. The cause for the out of specification capacitor, c4, (v cpu) value is likely associated with component aging. Other than the noted conditions, there were no performance or any other type of adverse conditions found with the pulse generator. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.